Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012 the patient contacted animas alleging that the pump was not delivering insulin correctly. There is no reported patient impact associated with this complaint. The patient declined to further discuss the allegation. Customer technical support has made several attempts to follow up with the patient and obtain additional information without success. This complaint is being reported because of the allegation that the pump was not delivering correctly.